Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in thailand. It was reported that the error message ¿offset error¿ occurred on the rotaflow console during use. The device was replaced with another one without consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in thailand. It was reported that the error message ¿offset error¿ occurred on the rotaflow console during use. The device was replaced with another one without consequences for the patient. No harm to any person has been reported. The reported failure ¿offset error¿ could lead to the pump stop therefore, a report is required. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the reported failures "referenc/offset error" could be confirmed. The rf (rotaflow) power supply pcba (printed circuit board assembly) (article number 701011675), the rf interconnection pcba (article number 701034015) and the rf control board pcba kit (article number 701034051) has been replaced. After the replacement the device is working as intended. The failure "offset error" was investigated in a previous complaint by the getinge life-cycle-engineering (lce) and the most probable root cause could be determined as a defective capacitor on the control board. This caused a short circuit that set off the fuse on the power supply board which led to the reported "offset error" based on the investigation results the reported failures "offset error" could be confirmed. The review of the non-conformities was performed on 2024-04-30 and during the period of 2014-02-13 to 2022-04-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console was produced in 2014-02-13. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).